Event description:
It was reported that an ilet user experienced repeated ¿pairing failed¿ messages with a libre 3 plus sensor, and the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ after multiple scan attempts despite a device restart; fingerstick blood glucose was 159 mg/dl. Symptoms included interruption of automated insulin dosing requiring manual blood glucose entry. Outcomes included loss of therapy automation and the need to contact the cgm manufacturer for further assistance and replacement. Investigation included in-call troubleshooting and a transfer to the cgm partner for additional support. Investigation of this case revealed a cgm pairing failure that prevented the ilet from receiving glucose data, consistent with a sensor communication or connectivity malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor pairing failure requiring replacement of the cgm sensor.